Event description:
It was reported the pt's back pain was resolved and was experiencing pain at her ipg pocket site. The pt's entire scs system was explanted.

Manufacturer narrative:
Correction/removal report number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.